Event description:
Boston scientific received information that post a successful single chamber implant, significant pauses in right ventricular pacing were exhibited during the post implant evaluation. Pacing pauses resulted in presyncopal symptoms and appeared to be related to patient positioning. An interrogation revealed a slight increase in threshold values; however, stable impedance measurements were noted. While no surgical intervention was performed, it was suspected the lead had lost it's initial positioning. The following morning, the device was again interrogated, with all pacing parameters confirmed consistent and no further pauses in pacing observed. Additionally, it was reported that the patients underlying rhythm had resumed and no further intervention needed.

Manufacturer narrative:
To date, the lead remains implanted and in service without further reported complications. If new information is received, a follow-up report will be submitted.